Manufacturer narrative:
The handpiece was received at the manufacturer for eval. Based on investigation details and previous cases, a possible cause for the reported overheating was the bur guard coming into contact with the nose cone of the drill while it was running. The driver can overheat and bur guard can melt if it is pushed up onto the handpiece. When this happens, the nose cone comes into contact with the bur guard, and the friction can melt and/or break the bur guard. The warning, which is sent with every bur guard, as well as, the instructions for use both state the proper installation for the bur guard. Service did a cleaning, lube, and adjustment to the device, replaced some components as part of preventive maintenance, and it was repaired and returned to the customer.

Event description:
It was reported that the handpiece began overheating during an implant procedure. There was no reported pt or user injury, and the case was completed successfully with another device.